Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the equipment. The reported issue was unable to be duplicated. The rep spoke with a radiologic technologist (rt) at the site and the rt stated that the unit worked fine in the case the prior day. The imaging system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that while taking the confirmation spin it would not transfer to the medtronic navigation system. This issue occurred intraoperatively. An error message appeared on the mobile view station (mvs) screen stating that there was a transfer failure. The site chose to review the images on the mvs screen instead. There was no surgical delay due to this issue, and there was no impact on patient outcome.